Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 23-mar-2017: quality safety evaluation of ptc. Company causality comment: this non-medically confirmed spontaneous legal case report refers to (B)(6) female consumer who had essure inserted and experienced pelvic pain, menorrhagia and autoimmune-type symptoms (seen as autoimmune disorder). Consumer had dilation and curettage (d&c) and novasure endometrial ablation to treat menorrhagia around 2 years after insertion. Followed by total laparoscopic hysterectomy and bilateral salpingectomy 4 months after the previous procedures. All serious events due to medical importance. Autoimmune disorder is unanticipated while other events are anticipated e according to reference safety information for essure. Change in bleeding pattern, including heavy and unscheduled bleeding, may also occur within consumers under essure use. Also pelvic, abdominal and uncharacterized pain may occur. In this particular case, consumer had the events after placement. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between these events and suspect insert cannot be excluded. Regarding the event auto immune disorder, essure is a method of local, mechanical action, being very unlikely its systemic influence (excluding an eventual allergic reaction to nickel and/or titanium).therefore, causality between the event autoimmune-type symptoms and essure use was assessed as unrelated. This case was regarded as incident since device removal was required. A product technical analysis resulted in an unconfirmed but plausible product quality defect and a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), menorrhagia ("menorrhagia"), genital haemorrhage ("abnormal genital bleeding") and autoimmune disorder ("autoimmune-type symptoms") in a (B)(6) female patient who received essure. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient started essure. In (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), menorrhagia (seriousness criteria medically significant and clinically significant/intervention required) and abdominal pain lower ("significant cramping"). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea") and fatigue ("fatigue"). The patient was treated with surgery (dilation and curettage (d&c) and novasure endometrial ablation to treat menorrhagia on (B)(6) 2014 and total laparoscopic hysterectomy and bilateral salpingectomy on (B)(6) 2014). Essure was withdrawn. On (B)(6) 2014, the pelvic pain, menorrhagia, genital haemorrhage, autoimmune disorder, abdominal pain lower, dysmenorrhoea and fatigue had resolved. The reporter considered pelvic pain, menorrhagia, genital haemorrhage, autoimmune disorder, abdominal pain lower, dysmenorrhoea and fatigue to be related to essure. The reporter commented: plaintiff never experienced these symptoms before being implanted with essure. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2012: hysterosalpingogram result was bilateral fallopian tubes occluded. Most recent follow-up information incorporated above includes: on 28-feb-2017: new legal claim - previously reported event severe and permanent injuries update (event specified), new reporters (lawyers), plaintiff's demographic data, essure insertion date update, new adverse events, non-drug treatment, and essure stop date. Company causality comment: this non-medically confirmed spontaneous legal case report refers to (B)(6) female consumer who had essure inserted and experienced pelvic pain, menorrhagia and autoimmune-type symptoms (seen as autoimmune disorder). Consumer had dilation and curettage (d&c) and novasure endometrial ablation to treat menorrhagia around 2 years after insertion. Followed by total laparoscopic hysterectomy and bilateral salpingectomy 4 months after the previous procedures. All serious events due to medical importance. Autoimmune disorder is unanticipated while other events are anticipated e according to reference safety information for essure. Change in bleeding pattern, including heavy and unscheduled bleeding, may also occur within consumers under essure use. Also pelvic, abdominal and uncharacterized pain may occur. In this particular case, consumer had the events after placement. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between these events and suspect insert cannot be excluded. Regarding the event auto immune disorder, essure is a method of local, mechanical action, being very unlikely its systemic influence (excluding an eventual allergic reaction to nickel and/or titanium).therefore, causality between the event autoimmune-type symptoms and essure use was assessed as unrelated. This case was regarded as incident since device removal was required. A product technical analysis has been sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ persistent pelvic pain / severe and persistent pelvic area pain/ severe and persistent pain/side sharp pain"), genital haemorrhage ("abnormal genital bleeding/ heavy bleeding/"), gastric haemorrhage ("severe bleeding (stomach)"), autoimmune disorder ("autoimmune-type symptoms") and menorrhagia ("menorrhagia") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 5 (((B)(6) 1995, (B)(6) 1997, (B)(6) 1997, (B)(6) 2012, (B)(6) 2012.), twin pregnancy and psychological disorder nos. Concurrent conditions included overweight. Concomitant products included medroxyprogesterone acetate (depo-provera) for contraception and oral contraceptive nos since 2013 for menstrual cycle management. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced gastric haemorrhage (seriousness criterion medically significant), back pain ("severe and persistent back pain") and migraine ("severe and persistent migraines"). In (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2013, 1 year 4 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("significant cramping/ cramping /side cramps/ cramping (stomach)/cramping") and menorrhagia (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), abdominal distension ("bloating/"), hypersensitivity ("hypersensitivity reaction to nickel"), dysmenorrhoea ("dysmenorrhea"), allergy to metals ("allergic to nickel"), headache ("headaches"), rash ("rashes/ rashes on lower hip area"), mental disorder ("psychological disorder"), dysgeusia ("metallic taste in mouth"), alopecia ("hair thinning / hair loss"), pruritus ("itching / itching on stomach"), myalgia ("muscle aches"), fatigue ("fatigue") and pain ("body pain"). The patient was treated with naproxen sodium (aleve), surgery (total laparoscopic hysterectomy and bilateral salpingectomy on (B)(6) 2014), surgery (ablation) and surgery (dilation and curettage (d&c) and novasure endometrial ablation to treat menorrhagia on (B)(6) 2014). Essure was removed on (B)(6) 2014. In 2014, the gastric haemorrhage had resolved. On (B)(6) 2014, the pelvic pain, genital haemorrhage, autoimmune disorder, abdominal pain lower, dysmenorrhoea, menorrhagia and fatigue had resolved. At the time of the report, the abdominal distension, hypersensitivity, allergy to metals, back pain, headache, rash, mental disorder, dysgeusia, migraine, alopecia, pruritus, myalgia and pain had resolved. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, alopecia, autoimmune disorder, back pain, dysgeusia, dysmenorrhoea, fatigue, gastric haemorrhage, genital haemorrhage, headache, hypersensitivity, menorrhagia, mental disorder, migraine, myalgia, pain, pelvic pain, pruritus and rash to be related to essure. The reporter commented: plaintiff never experienced these symptoms before being implanted with essure.she had not sought medical traetment for rash & itching.she underwent total hysterectomy leaving ovaries. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: bilateral fallopian tubes occluded on (B)(6) 2012: she underwent essure confirmation test x-ray. Concerning the injuries reported in this case the following one/onces were described in patient's social media: all symptoms are recovered. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 31-jan-2018: event muscle aches, pain, abdominal itching, chronic migraine, metallic taste in mouth, psychological disorder, rash, headaches, chronic back pain, allergic to nickel, abdominal distension outcome update to recovered resolved. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ persistent pelvic pain / severe and persistent pelvic area pain/ severe and persistent pain/side sharp pain'), genital haemorrhage ('abnormal genital bleeding/ heavy bleeding/bleeding') and heavy menstrual bleeding ('menorrhagia') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 5 (B)(6) 1995, (B)(6) 1997, (B)(6) 1997, (B)(6) 2012, (B)(6) 2012.), twin pregnancy, psychological disorder nos, menometrorrhagia, flooding, esophageal reflux, anxiety, spherocytosis, gallbladder disease and menstruation abnormal. Concurrent conditions included overweight, polymenorrhoea, breast infection, endometrial polyp, cervicitis and sinusitis. Concomitant products included medroxyprogesterone acetate (depo-provera) for contraception, oral contraceptive nos since 2013 for menstrual cycle management as well as phentermine. In 2012, the patient experienced gastric haemorrhage ("severe bleeding (stomach)"), back pain ("severe and persistent back pain") and migraine ("severe and persistent migraines"). In (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required) and abdominal pain lower ("significant cramping/ cramping /side cramps/ cramping (stomach)/cramping"), 1 year 4 months after insertion of essure. On an unknown date, the patient experienced autoimmune disorder ("autoimmune-type symptoms"), abdominal distension ("bloating/"), the first episode of allergy to metals ("hypersensitivity reaction to nickel"), dysmenorrhoea ("dysmenorrhea"), the second episode of allergy to metals ("allergic to nickel"), headache ("headaches"), rash ("rashes/ rashes on lower hip area"), mental disorder ("psychological disorder"), dysgeusia ("metallic taste in mouth"), alopecia ("hair thinning / hair loss"), pruritus ("itching / itching on stomach"), myalgia ("muscle aches"), fatigue ("fatigue") and pain ("body pain") and was found to have weight increased ("finally loosing weight"). The patient was treated with naproxen sodium (aleve) and surgery (ablation in 2014, dilation and curettage (d&c) and novasure endometrial ablation to treat menorrhagia on (B)(6) 2014 and total laparoscopic hysterectomy and bilateral salpingectomy leaving ovaries). Essure was removed on (B)(6) 2014. In 2014, the gastric haemorrhage had resolved. On (B)(6) 2014, the pelvic pain, genital haemorrhage, heavy menstrual bleeding, autoimmune disorder, abdominal pain lower, dysmenorrhoea and fatigue had resolved. At the time of the report, the abdominal distension, the last episode of allergy to metals, back pain, headache, rash, mental disorder, dysgeusia, migraine, alopecia, pruritus, myalgia and pain had resolved and the weight increased was resolving. The reporter considered abdominal distension, abdominal pain lower, alopecia, autoimmune disorder, back pain, dysgeusia, dysmenorrhoea, fatigue, gastric haemorrhage, genital haemorrhage, headache, heavy menstrual bleeding, mental disorder, migraine, myalgia, pain, pelvic pain, pruritus, rash, weight increased, the first episode of allergy to metals and the second episode of allergy to metals to be related to essure. The reporter commented: plaintiff never experienced these symptoms before being implanted with essure.she had not sought medical treatment for rash & itching. She underwent total hysterectomy leaving ovaries. Patient mentioned she ended up having the hysterectomy at 34 years old. Discrepancy noted in date of removal (B)(6) 2014 and (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: bilateral fallopian tubes occluded. X-ray - in (B)(6) 2012: results- not provided. Concerning the injuries reported in this case the following one/once were described in patient's social media: all symptoms are recovered, genital haemorrhage, pelvic pain, headaches, dysmenorrhea, weight gain concerning the injuries reported in this case, the following ones in patient¿s medical record; confirming- dysmenorrhea, menorrhagia, pelvic pain, rash, allergy to metals quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-jun-2021: mr received: reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ persistent pelvic pain / severe and persistent pelvic area pain/ severe and persistent pain/side sharp pain'), genital haemorrhage ('abnormal genital bleeding/ heavy bleeding/bleeding') and menorrhagia ('menorrhagia') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 5 (B)(6) 1995, (B)(6) 1997, (B)(6) 1997, (B)(6) 2012, (B)(6) 2012.), twin pregnancy, psychological disorder nos, menometrorrhagia, flooding, esophageal reflux, anxiety, spherocytosis, gallbladder disease and menstruation abnormal. Concurrent conditions included overweight, polymenorrhoea, breast infection, endometrial polyp, cervicitis and sinusitis. Concomitant products included medroxyprogesterone acetate (depo-provera) for contraception, oral contraceptive nos since 2013 for menstrual cycle management as well as phentermine. In 2012, the patient experienced gastric haemorrhage ("severe bleeding (stomach)"), back pain ("severe and persistent back pain") and migraine ("severe and persistent migraines"). In (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and abdominal pain lower ("significant cramping/ cramping /side cramps/ cramping (stomach)/cramping"), 1 year 4 months after insertion of essure. On an unknown date, the patient experienced autoimmune disorder ("autoimmune-type symptoms"), abdominal distension ("bloating/"), the first episode of allergy to metals ("hypersensitivity reaction to nickel"), dysmenorrhoea ("dysmenorrhea"), the second episode of allergy to metals ("allergic to nickel"), headache ("headaches"), rash ("rashes/ rashes on lower hip area"), mental disorder ("psychological disorder"), dysgeusia ("metallic taste in mouth"), alopecia ("hair thinning / hair loss"), pruritus ("itching / itching on stomach"), myalgia ("muscle aches"), fatigue ("fatigue") and pain ("body pain") and was found to have weight increased ("finally loosing weight"). The patient was treated with naproxen sodium (aleve) and surgery (ablation in 2014, dilation and curettage (d&c) and total laparoscopic hysterectomy and bilateral salpingectomy leaving ovaries). Essure was removed on (B)(6) 2014. In 2014, the gastric haemorrhage had resolved. On (B)(6) 2014, the pelvic pain, genital haemorrhage, menorrhagia, autoimmune disorder, abdominal pain lower, dysmenorrhoea and fatigue had resolved. At the time of the report, the abdominal distension, the last episode of allergy to metals, back pain, headache, rash, mental disorder, dysgeusia, migraine, alopecia, pruritus, myalgia and pain had resolved and the weight increased was resolving. The reporter considered abdominal distension, abdominal pain lower, alopecia, autoimmune disorder, back pain, dysgeusia, dysmenorrhoea, fatigue, gastric haemorrhage, genital haemorrhage, headache, menorrhagia, mental disorder, migraine, myalgia, pain, pelvic pain, pruritus, rash, weight increased, the first episode of allergy to metals and the second episode of allergy to metals to be related to essure. The reporter commented: plaintiff never experienced these symptoms before being implanted with essure. She had not sought medical treatment for rash & itching. She underwent total hysterectomy leaving ovaries. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: bilateral fallopian tubes occluded. X-ray - in (B)(6) 2012: results- not provided. Concerning the injuries reported in this case the following one/once were described in patient's social media: all symptoms are recovered, genital haemorrhage, pelvic pain, headaches, dysmenorrhea, weight gain concerning the injuries reported in this case, the following ones in patient¿s medical record; confirming- dysmenorrhea, menorrhagia, pelvic pain, rash, allergy to metals. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 15-jan-2020: content from social media received. New event weight gain was added and it's outcome was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ persistent pelvic pain / severe and persistent pelvic area pain/ severe and persistent pain/side sharp pain"), gastric haemorrhage ("severe bleeding (stomach) "), autoimmune disorder ("autoimmune-type symptoms"), genital haemorrhage ("abnormal genital bleeding/ heavy bleeding/") and menorrhagia ("menorrhagia") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 5 ((B)(6) 1995, (B)(6) 1997, (B)(6) 1997, (B)(6) 2012, (B)(6) 2012), twin pregnancy and psychological disorder nos. Concurrent conditions included overweight. Concomitant products included medroxyprogesterone acetate (depo-provera) for contraception and oral contraceptive nos in 2013 for menstrual cycle management. In 2012, the patient experienced gastric haemorrhage (seriousness criterion medically significant), back pain ("severe and persistent back pain") and migraine ("severe and persistent migraines"). In (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("significant cramping/ cramping /side cramps/ cramping (stomach)/cramping") and menorrhagia (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), abdominal distension ("bloating/ "), hypersensitivity ("hypersensitivity reaction to nickel"), dysmenorrhoea ("dysmenorrhea"), allergy to metals ("allergic to nickel"), headache ("headaches"), rash ("rashes/ rashes on lower hip area"), mental disorder ("psychological disorder"), dysgeusia ("metallic taste in mouth"), alopecia ("hair thinning / hair loss"), pruritus ("itching / itching on stomach"), myalgia ("muscle aches"), fatigue ("fatigue") and pain ("body pain"). The patient was treated with naproxen sodium (aleve), surgery (total laparoscopic hysterectomy and bilateral salpingectomy on (B)(6) 2014), surgery (ablation) and surgery (dilation and curettage (d&c) and novasure endometrial ablation to treat menorrhagia on (B)(6) 2014). Essure was removed on (B)(6) 2014. In 2014, the gastric haemorrhage had resolved, the back pain and migraine outcome was unknown. On (B)(6) 2014, the pelvic pain, autoimmune disorder, genital haemorrhage, abdominal pain lower, dysmenorrhoea, menorrhagia and fatigue had resolved. At the time of the report, the abdominal distension, headache, alopecia, myalgia and pain was resolving and the allergy to metals, rash, mental disorder, dysgeusia and pruritus outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, alopecia, autoimmune disorder, back pain, dysgeusia, dysmenorrhoea, fatigue, gastric haemorrhage, genital haemorrhage, headache, hypersensitivity, menorrhagia, mental disorder, migraine, myalgia, pain, pelvic pain, pruritus and rash to be related to essure. The reporter commented: plaintiff never experienced these symptoms before being implanted with essure. She had not sought medical treatment for rash & itching. She underwent total hysterectomy leaving ovaries. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: bilateral fallopian tubes occluded on (B)(6) 2012: she underwent essure confirmation test x-ray. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 22-nov-2017: plaintiff fact sheet received. Events abdominal distension, abdominal pain lower, allergy to metals, alopecia, autoimmune disorder, back pain, dysgeusia, dysmenorrhea, fatigue, gastric hemorrhage, genital hemorrhage, headache, hypersensitivity, menorrhagia, mental disorder, migraine, myalgia, pain, pelvic pain, pruritus rash are added. Historical condition added. Concomitant drug & concomitant added. Lab data updated. Patient, product & reporter information added.essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type initial indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ persistent pelvic pain / severe and persistent pelvic area pain/ severe and persistent pain/side sharp pain'), genital haemorrhage ('abnormal genital bleeding/ heavy bleeding/bleeding') and menorrhagia ('menorrhagia') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 5 (( (B)(6) 1995, (B)(6) 1997, (B)(6) 1997, (B)(6) 2012, (B)(6) 2012.), twin pregnancy, psychological disorder nos, menometrorrhagia, flooding, esophageal reflux, anxiety, spherocytosis, gallbladder disease and menstruation abnormal. Concurrent conditions included overweight, polymenorrhoea, breast infection, endometrial polyp, cervicitis and sinusitis. Concomitant products included medroxyprogesterone acetate (depo-provera) for contraception, oral contraceptive nos since 2013 for menstrual cycle management as well as phentermine. In 2012, the patient experienced gastric haemorrhage ("severe bleeding (stomach)"), back pain ("severe and persistent back pain") and migraine ("severe and persistent migraines"). In (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and abdominal pain lower ("significant cramping/ cramping /side cramps/ cramping (stomach)/cramping"), 1 year 4 months after insertion of essure. On an unknown date, the patient experienced autoimmune disorder ("autoimmune-type symptoms"), abdominal distension ("bloating/"), the first episode of allergy to metals ("hypersensitivity reaction to nickel"), dysmenorrhoea ("dysmenorrhea"), the second episode of allergy to metals ("allergic to nickel"), headache ("headaches"), rash ("rashes/ rashes on lower hip area"), mental disorder ("psychological disorder"), dysgeusia ("metallic taste in mouth"), alopecia ("hair thinning / hair loss"), pruritus ("itching / itching on stomach"), myalgia ("muscle aches"), fatigue ("fatigue") and pain ("body pain") and was found to have weight increased ("finally loosing weight"). The patient was treated with naproxen sodium (aleve) and surgery (ablation in 2014, dilation and curettage (d&c) and novasure endometrial ablation to treat menorrhagia on (B)(6) 2014 and total laparoscopic hysterectomy and bilateral salpingectomy leaving ovaries). Essure was removed on (B)(6) 2014. In 2014, the gastric haemorrhage had resolved. On (B)(6) 2014, the pelvic pain, genital haemorrhage, menorrhagia, autoimmune disorder, abdominal pain lower, dysmenorrhoea and fatigue had resolved. At the time of the report, the abdominal distension, the last episode of allergy to metals, back pain, headache, rash, mental disorder, dysgeusia, migraine, alopecia, pruritus, myalgia and pain had resolved and the weight increased was resolving. The reporter considered abdominal distension, abdominal pain lower, alopecia, autoimmune disorder, back pain, dysgeusia, dysmenorrhoea, fatigue, gastric haemorrhage, genital haemorrhage, headache, menorrhagia, mental disorder, migraine, myalgia, pain, pelvic pain, pruritus, rash, weight increased, the first episode of allergy to metals and the second episode of allergy to metals to be related to essure. The reporter commented: plaintiff never experienced these symptoms before being implanted with essure.she had not sought medical treatment for rash & itching. She underwent total hysterectomy leaving ovaries. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: bilateral fallopian tubes occluded. X-ray - in (B)(6) 2012: results- not provided. Concerning the injuries reported in this case the following one/onces were described in patient's social media: all symptoms are recovered, genital haemorrhage, pelvic pain, headaches, dysmenorrhea, weight gain concerning the injuries reported in this case, the following ones in patient¿s medical record; confirming- dysmenorrhea, menorrhagia, pelvic pain, rash, allergy to metals. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.